Manufacturer narrative:
Product evaluation summary: the device was returned to the manufacturer and analyzed and no anomalies were found.

Event description:
It was reported that the device reached early elective replacement indicator (eri.) Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 implantable pacing lead: (B)(6) 2005. (B)(4).